Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2013-05723 and 05724. The patient has three leads (two are from the same lot). It was reported the patient experienced a "trickling" sensation when stimulation was on. It was also reported the patient received a low battery warning. The patient is not interested in having his scs system evaluated or having the ipg replaced.